Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up after receiving vibratory alert. Out of range, high, pacing lead impedance was noted on the left ventricular lead and the threshold was slightly elevated but was within range. Pocket manipulation was suggested during threshold testing or while testing lead impedance. No intervention was performed and the lead remains implanted. The patient was stable and will continue to be monitored.

Event description:
New information received states that the patient was seen in clinic on (B)(6) 2019. Upon interrogation, it was observed that there were fluctuations in left ventricular (lv) lead impedance and threshold was slightly elevated but both were within normal range. No intervention was performed and the lead remains implanted. The patient was in stable condition.